Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure performed on an unknown date. A misplacement, specifically rectal infiltration was reported. The patient's outcome is unknown. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
Date of event the exact date of the event is unknown. The provided event date, (B)(6) was chosen as a best estimate based on the date that the manufacturer became aware of the event, 02/22/2023. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Device code a1502 is being used to capture the reportable event of misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure performed on an unknown date. A misplacement, specifically rectal infiltration was reported. The patient's outcome is unknown. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
Correction: additional information was received on march 17, 2023, indicating that the event reported under this report (MFR report number 3005099803-2023-01357) is a duplicate of a previously reported event under MFR report number 3005099803-2022-07148. Block b3: the exact date of the event is unknown. The provided event date, 02/01/2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 02/22/2023. Blocks d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of misplaced - non-vascular.